Manufacturer narrative:
3/6/97-supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The instrument ejected clips prematurely, the hosp has reported no pt injury occurred.